Event description:
It was reported to philips that the host pc would not start. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited the site and confirmed host pc is not starting. Upon troubleshooting, fse found that the issue is caused by the bios battery. The cause of the host pc failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the host pc. After replacing host pc, system returned to good working condition. The codes were updated based on the investigation outcome.